Event description:
Delay of therapy during alarm condition reported. Orders were rec'd for administration of a cardiazem drip for a pt with a heart rate in the 170's. While attempting to hang an unspecified dose of the cardiazem, the nurse rec'd "cassette" alarms. After four tubing changes and two pump changes which took approximately 20 minutes, the nurse was able to start infusion. During the pump/tubing changes, the pt experienced palpitations, but was otherwise stable, with no problems with decreased blood pressure or loss of consciousness reported. No pt harm reported.